Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The 75% stenosed lesion was located in a non-calcified and mildly tortuous right coronary artery. During preparation, the 4x12mm liberte' bare metal stent came off of the balloon and remained inside the protector sheath. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. The pt's status is satisfactory.